Manufacturer narrative:
The customer reported that two devices contributed to two reported events (one device per event). The customer returned four devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the four returned devices will be used for the medwatch. The following MFR were submitted related to the evaluation: 3012307300-2016-00540 and 3012307300-2016-00541. Four portex®clear pvc, oral/nasal, soft seal® cuff tracheal tubes sized 7.5mm and 8.0mm were returned for investigation. All four devices were received inside a plastic bag; three devices were received without their original packaging and one device was received inside its original closed packaging. Visual inspection of the devices was performed at a distance of 12" to 24" and under normal conditions of illuminations. No discrepancies were observed during examination. During functional testing, a syringe was used to inflate the devices cuffs and the devices were submerged in water. Bubbles (indicating a leak) were observed escaping from the cuffs of the three devices that were received without their original packaging. No bubbles were found escaping from the cuff of the device that was received inside its closed packaging. Investigation was unable to determine the root cause of the three observed cuff leaks. The fourth device, which was received inside its original closed packaging, was found to operate as intended.

Manufacturer narrative:
Catalog number: the customer reported the catalog number as 100/199/075 but the reported lot number has the smiths medical catalog number as 100/199/080. Potential lot number: 3189181, potential expiration date: 04/07/2021, potential device manufacturer's date: 05/03/2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® clear pvc soft seal® cuff tracheal tube balloon was losing air. No patient injury was reported.